Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that all new patients were not populating and was not showing on all pyxis stations. A technical support specialist (tss) found the patient was admitted back on an existing encounter identity discharged instead of performing a new admit. The tss advised to have a new admission done for the patient to resolve the issue. Follow up with the customer was initiated but no response was received related to further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not populating and were not showing on any pyxis stations. The customer confirmed the patients were admitted but not displaying and they were able to add the patients as temporary entries to pull medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.